Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atmospheric pressure upon second dilation for 30 seconds due to severe calcification. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient's condition post procedure was good.